Manufacturer narrative:
(B)(4). Complaint sample was evaluated and the reported event was confirmed. Visual inspection confirms that the notches / slots between the condyles are cracked and starting to fracture off. Inspection also shows surface defects such as scratches, nicks & gouges and shiny marks on the blasted surface. DHR was reviewed and no discrepancies were found. Based on the information available, root cause can be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the instrument is worn and starting to fracture off. Attempts have been made and additional information on the reported event is unavailable. No adverse events have been reported as a result of the malfunction.